Manufacturer narrative:
On (B)(6) 2025, a 77-year-old male patient reported significant discomfort due to a clogged catheter. The patient attempted to flush the catheter without success and requested a nurse visit for replacement. Follow-up care included scheduling an additional nursing visit to assess the patient and replace the catheter. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
On (B)(6) 2025, a 77-year-old male patient reported significant discomfort due to a clogged catheter. The patient attempted to flush the catheter without success and requested a nurse visit for replacement. Follow-up care included scheduling an additional nursing visit to assess the patient and replace the catheter.